Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not cut. They opened another pack and completed the procedure. There was no impact to the pt reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2014-00018.